Event description:
It was reported that the patient called reporting low voltage alarms while connected to the mobile power unit (mpu). There was no damage to the controller, modular cable, or mpu connections or cables. There were no other alarms seen on ventricular assist device (vad) interrogation. The log files showed power cable disconnects and low power hazards on (B)(6) 2022. The alarms resolved with a controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event of neurologic dysfunction as well as a direct correlation to heartmate 3 left ventricular assist the reported event of a low voltage alarm was confirmed with the submitted log file. The log file captured low power hazard alarm events on may 11 at 3:33 am. According to the voltage values, both power cables lost power from the mobile power unit. The system reverted to the internal 11v backup battery for power and the system continue to operate at the patient stored speed value (6,500 rpm). Power was restored shortly after, and the alarm cleared. It was noted the ebb is use count increased for the event. The log file was retrieved from system controller (serial # hsc-067103). Additional information communicated on 16may2022 indicated the system controller was exchanged. The information indicated the suspected product is not returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial # hsc-067103) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # hsc-067103) was shipped to the customer on 28feb2019. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes ¿connect power¿ alarms. Low voltage advisory alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Under section 2, under ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.